Event description:
One staff member experienced drying, cracking, and blisters while using powderfree vinyl gloves. Medical treatment unknown. Staff member has history of vinyl reaction. Skin sensitization study on file.